Event description:
A service technician reported that a jb-70 intra-oral x-ray unit, (B) (4), would beep when started up and then the operator's panel became inoperable. The beeps may be indicative of an exposure. Progeny technical support was contacted for assistance and, through a process of troubleshooting, determined that the remote switch had malfunctioned. The remote switch was not manufactured or supplied by progeny, and once disconnected, the intra-oral x-ray unit functioned normally.

Manufacturer narrative:
This call was received on (B) (6) 2009 about 13:45pm. (B) (6) from (B) (6) dental service was the technician on site. He was servicing a jb 70, (B) (4) at dr (B) (6) in (B) (6). Dr (B) (6) placed a service call because of dark images. The technician arrived to confirm the complaint but instead identified a different issue. The unit would beep once on start up and then the operator's panel would become inoperable. The beep noted by the technician may be indicative of an exposure. The operator could not make any selections on the operator's panel. The technician power cycled the unit approx two times before contacting progeny tech support (B) (4). The technician was advised to disconnect any remote switches that were attached to the jb70 unit. After troubleshooting further, it was determined that the root cause of the condition was a defective remote switch (not a progeny supplied switch). The unit operated normally after the remote switch was disconnected.